Event description:
Report received of leakage from the connection of the primary tubing to the IV access catheter & from the primary tubing's distal luer activated valve (lav) port when accessed. The primary IV set was primed with normal saline & was connected directly to the 24 gauge peripheral IV in the pt's hand. The pt received two pre-medications at 100 ml/hr through the proximal lav port prior to a taxol infusion. The first infusion was cimetidine & dexamethasone in 50 ml of diluent. The second infusion was benadryl in 50 ml diluent. The nurse reported approx 20-40 ml of leakage at the connection of the tubing to the IV access catheter. The IV connection was tightened & therapy was resumed. At the end of the benadryl infusion, the taxol tubing set was connected to the distal lav port with the taxol tubing clamped off until the benadryl infusion at both the tubing connection to the IV access catheter & the distal lav port. Both connections were tightened. The taxol infusion was initiated at 25ml/hr. A short time later, there were 2-4ml of total leakage of the taxol infusion noted from the tubing connection to the IV access catheter & the distal lav port onto the pt's skin. The infusion as stopped & the IV site was immediately cleaned per hospital policy. There was no skin irritation & no adverse pt event reported. The IV set was changed & therapy was resumed without further difficulty. Though requested, no additional info was available.